Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation, medical report was provided for review. Medical record alleges that, a powerport clearvue slim implantable port was implanted in a patient via the left internal jugular vein for chemotherapy. One month and seven days later, the port was removed due to soft tissue ulceration and bleeding overlying the chest port. The catheter tip was sent for culture and resulted in presence of heavy pseudomonas aeruginosa. Therefore, it can be confirmed that the patient had experienced pseudomonas aeruginosa bacterial infection, soft tissue ulceration and bleeding overlying the chest port. However, the relationship to the port is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, g3, h6 (patient, component, method, result) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that, on (B)(6) , 2023, a patient underwent port placement via the left internal jugular vein for chemotherapy. About one month and seven days later, on (B)(6) , 2023, the patient experienced soft tissue ulceration and bleeding was observed over the left chest port. Subsequently, the port was removed on the same day. Additionally, the catheter tip culture on the same day confirmed pseudomonas aeruginosa bacterial infection. However, the current status of the patient remains unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported infection as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometimes post a port placement, the patient developed with unspecified infection. However, the current status of the patient was unknown.